Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The customer service rep replaced the on-off switch on the work station. The system was tested and operates as intended.

Event description:
The customer reported that the on-off switch on the work station would not work properly on the 9800 system. No pt injury was reported.